Manufacturer narrative:
The following report is submitted to relay the additional information that was received: complaint sample was evaluated and the event was confirmed. Inspection of the device revealed fracture of the weld that holds the handle and the strike plate. Material was found consistent with the specifications. The failure mode was identified as tensile overload. DHR was reviewed and no deviations/ anomalies were found. A root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the impacting plate fractured while the surgeon was hammering the handle. The procedure was completed with another handle present in the surgical unit. No delay occurred.